Event description:
The user facility reported that the device overheated during a procedure, resulting in a second degree burn to the nurse. The user facility reported medical intervention of bandaging the burn. The procedure was completed successfully. There was no patient impact or surgical delay.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure, resulting in a second degree burn to the nurse. The user facility reported medical intervention of bandaging the burn. The procedure was completed successfully. There was no patient impact or surgical delay.